Event description:
Customer reported going to the emergency room due to a diabetes-related issue while using the insulin pump and supplies for therapy. The highest blood glucose (bg) level recorded during the incident was 600 mg/dl. Cause was not known. Customer managed the blood glucose issue with multiple daily injections (mdi) and received IV fluids and insulin treatment, which resolved the bg level. Technical support conducted a pump system check and confirmed the pump was functioning correctly. Customer was released from the ER less than 24 hours later with the issue resolved and no known permanent damage.